Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
On the day of the event, qc data was acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay (tnths) and elecsys probnp ii immunoassay results for 1 patient tested on a cobas 8000 e 801 module. The initial tnths result was 16.20 pg/ml. The initial probnp result was 218 pg/ml. The initial results were reported outside of the laboratory but were questioned by the doctor as the results did not match the historical results of the patient. The repeat tnths result was 1187 pg/ml. The repeat probnp result was 17404 pg/ml. The repeat results were deemed correct as they matched the historical data of the patient. The tnths reagent lot was 37069500 with an expiration date of 31-mar-2020. The probnp reagent lot was 41300900 with an expiration date of 31-oct-2020.